Event description:
It was reported the handpiece is overheating.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Customer said they have returned the device to medtronic; however, we have not yet received it. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
Received the em210 for evaluation by the engineering group. The condition of the device showed no significant physical damages. The attachment was installed to the drill; it was able to be locked/installed appropriately with no observable abnormalities. The drill was plugged into the ipc and run at default speed in all four indexing positions in both forward and reverse direction; in all cases, the drill ran as expected with no observable abnormalities. Could not verify customer problem customer says unit is overheating. The handpiece was tested and the max temp was 88.8 degrees f. There was no fault found but the handpiece is unrepairable due to graphics being out of manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.